Event description:
Information received by medtronic indicated that the insulin pump was damaged back of pump along battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection broken battery tube threads, fading serial number label and cracked case corner of belt clip rails. Cosmetic damage was confirmed at battery tube side area.